Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported in error.  The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that this item was reported in error.  The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). This incident has been recorded under (B)(4). Once the investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that wires are showing on a duo fluid cart. Attempts have been made and no further information has been provided. This event did not occur during surgery and there was no known impact or consequence to the patient. No adverse events were reported as a result of this malfunction.